Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Design history records review indicates that all devices from the lot were manufactured to specifications. This device is used for treatment. A complaint history review was conducted for device and identified no additional complaints for this lot. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to implant failure.

Manufacturer narrative:
Operative notes were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the product are unknown; therefore the device history records could not be reviewed. These products were used for treatment. The complaint history for these products could not be reviewed due to the lack of lot numbers. It could not be confirmed if the devices are an approved and compatible combination. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - palacos r+g bone cement catalog #: 6017771 lot #: 79694404, extra small plasma sprayed interchangeable ulnar assembly catalog #: 32810504301 lot #: 62719819, new ulnar revision kit catalog #: 32810502900 lot #: 60658958. Review of operative notes received does not change the investigation previously reported. The root cause remains unable to be determined.

Event description:
It was reported that the patient underwent left elbow arthroplasty revision due to pain and failure of the coonrad-morrey hinge pin two months following initial elbow arthroplasty. No significant problems/diagnoses were identified when the patient was discharged. Revision operative notes were received and identified that, "the previous hinge had uncoupled. After much analyzing, it [looked] like the previous barrel was short, hence the pin had not clicked into the barrel." The operative notes additionally confirm that the hinge component was exchanged successfully and the elbow was noted to be stable with no impingement noted. Office notes were received and identified that the patient's wound had healed well at two weeks following the revision and the patient's movements were very good with 0-90 degree flexion.